Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted internal mammary artery mobilization/harvest surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) for phone assistance regarding error c-00 occurring on the erbe generator and the monopolar not working. Prior to the customer contacting tse, the customer restarted the erbe and replaced the energy cable without results. Tse reviewed the system logs and found error c-34 pointing to an internal issue of the erbe. Tse requested for the other port be used on the erbe and the reported complaint remained. Tse inquired about an external generator and the nurse confirmed that there was. The customer will be using the external generator when needed. The surgical procedure was ongoing. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. Additional observation: the unit has been received with (broken bezel). The probable root cause is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the iesu.

Event description:
Refer to h11 for follow-up information.